Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker exhibited unknown product problems or unknown product issues. As of this time, this device remains in service. No adverse patient effects were reported.